Event description:
It was reported that patient underwent a procedure utilizing anchors on (B)(6) 2013. During the procedure, an anchor pulled out after being deployed into the drill hole. The surgeon attempted to use another anchor with the same result. The surgeon drilled new holes and a third anchor was used to complete the procedure successfully.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Examination of returned device found no evidence of product non-conformances. During the evaluation, it was noted the plastic sleeve was not bottomed out to the body of the handle which caused the anchors to pull out. The surgeon inadvertently deployed to the wrong depth. The product left biomet in a conforming state.